Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant. It was reported that the patient had a chronic driveline infection that accelerated the patient on the transplant list. The device was removed at the cleveland clinic transplanting center. It is unknown if the device will be returned for evaluation. The patient was admitted on (B)(6) 2020 and admitted at (B)(6) clinic, transplant (B)(6) 2020. The source of the infection was the driveline. Treatment at (B)(6)- drainage- infection from driveline, positive for pseudomonas, treated with surgery, antibiotics, wound vac therapy. The device operated as expected. The device was removed at (B)(6) clinic during transplant, the vad coordinator did not know if pump will be returned, this information would have to be obtained from the team in (B)(6).